Event description:
The following info was reported to kci by the nurse: the pt's periwound appeared irritated. On (B)(6) 2014, the following info was reported to kci by the nurse: on (B)(6) 2014, the pt's wound appeared red with green drainage. The physician was notified and ordered v.a.c. Therapy be applied. On (B)(6) 2014, upon performing a dressing change. The wound appeared red. On (B)(6) 2014, the nurse was notified that a wound culture was performed, and the pt was admitted to the hospital. On (B)(6) 2014, kci received the pt's medical records. Per the pt's medical records, on (B)(6) 2014, the pt presented to the physician's office with a two day history of fever, chills, increasing pain and redness at the excision site, with green drainage. A pseudomonas infection was suspected, and the pt was admitted to the hospital. A wound culture was performed, and the pt was placed on intravenous antibiotic therapy. On (B)(6) 2014, the pt underwent a surgical débridement. On (B)(6) 2014, it was noted, "no foul odor, no purulent drainage, erythema of wound edge greatly improved." On (B)(6) 2014, the pt was discharged. On (B)(6) 2014, the pt underwent a debridement with split-thickness graft placement, and v.a.c. Therapy was applied. On (B)(6) 2014, v.a.c. Therapy was removed, and it was noted that the skin graft "had good take." The pt was discharged the same day. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the pt. On (B)(6) 2014, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged infection, or subsequent hospitalization, debridement, and graft placement is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.